Manufacturer narrative:
The insulin pump alarmed due to a cold solder joint on the printed circuit board. A scratched case was noted from the end to the belt clip plate.

Event description:
It was reported that insulin pump received a "motor power supply voltage error". Insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.